Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the needle being held during use? Were the needle pieces removed from the patient? Was there any change in the patient post op care due to extended procedure? Do you have the needle to return for evaluation? What are the patient age, weight, medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent natural labor on (B)(6) 2018 and suture was used. During sewing, the needle broke and the broken piece fell into the perineum. The perineum had to be cut open and it took 4 hours to look for the broken piece with the help of x-ray. The broken needle was retrieved from the patient. The current patient status is reported as stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/05/2018. Device evaluation summary: a suture needle with fracture was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode the evaluation revealed the fracture was composed of both intergranular and microvoid coalescence. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: how was the needle being held during use? Needle holder were the needle pieces removed from the patient? Yes was there any change in the patient post op care due to extended procedure? Unk do you have the needle to return for evaluation? Yes what are the patient age, weight, medical history? Unk what is the current condition of the patient? Stable